Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that occlusion alarms were not annunciating. Customer's blood glucose level ranged from 243-300 mg/dl. Reportedly, customer changed infusion sets and cartridges, and resumed insulin successfully.